Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal amikacin(dose, frequency, and duration not reported) for peritonitis. On an unreported date, the treatment with amikacin was changed to intraperitoneal cefazolin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Eight days after the event onset, vancomycin and cefazolin were discontinued and the patient was deemed recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.